Manufacturer narrative:
The thermogard xp ivtm system (sn: (B)(4)) involved in the reported complaint will not be returned to zoll for evaluation and was not evaluated at the customer site because the customer was able to resolve the problem by replacing the defective/blown fuse. Therefore, service was not required to be performed by zoll. The thermogard console was placed back for clinical use.

Event description:
During set-up for patient use, the thermogard ivtm system (sn: (B)(4)) had no power. Another ivtm system was used for patient treatment. No consequences or impact to patient. Later, the on-site biomed noted that the thermogard console had a blown fuse, most likely due to having multiple electrical items plugged into one ac outlet. The biomed replaced the fuse and tested the system. The thermogard console functioned as intended with no issues, and the system was placed back for clinical use.